Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2022 wherein the procedure was aborted when the patient went into cardiac arrest after the lead was implanted and intra-op testing was initiated. Propofol was administered and chest compressions were performed to address the issue. The patient was stabilized and nothing was implanted.

Manufacturer narrative:
Device serial number was not provided. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The event of abandoned procedure was reported to abbott. The patient underwent a trial procedure wherein the procedure was aborted when the patient went into cardiac arrest after the lead was implanted and intra-op testing was initiated. Propofol was administered and chest compressions were performed to address the issue. The patient was stabilized, and nothing was implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.